Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. Reportedly, the customer reverted to backup pump for insulin therapy. There was no reported adverse impact on customer's blood glucose level.